Manufacturer narrative:
The device was received and no timeouts or drive stalls were seen in the device data. Inspection of the device found no damages or defects that would contribute to the cannula inserting improperly. The cause of the reported event could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. Insulin was able to freely flow through the fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level reached 15 mmol/l (270 mg/dl). The pod was worn between 1 and 4 hours. It was noted that the patient was unsure if the cannula inserted properly into the infusion site and was bent. No information was provided on how the hyperglycemia was treated.